Event description:
It was reported that the patient had a foley placed for close urine output monitoring related to the patient having sustained third degree burns and was receiving 1.5x maintenance fluids. The patient was noted to have diminished urine output (less than 1ml/kg), the picu and burn team doctors determined to increase their IV fluid rate and let them drink formula. Their urine output continued to remain low and an ngt was placed and so they received formula via their ngt in addition to drinking by mouth. Their urine output continued to be low despite interventions. The orienting nurse and the other nurse performed a bladder scan on the patient which showed greater than 100ml in the bladder. They discussed with another nurse on the floor how best to troubleshoot the foley catheter, they flushed it but were not able to get urine back from it. It was odd that it should need to be flushed at all since the urine was clear (as opposed to when it had sediment in it and got clogged more often). They then deflated the balloon, cleaned the patient and advanced the foley further, which also did not result in free flowing urine. At another nurses encouragement they changed the foley to a different type since they reported several other patients had similar situations recently. They removed the foley and replaced a new one. The patient immediately had free flowing urine more than 140ml (14ml/kg). They attempted to flush to foley that had been removed in order to determine if there was something wrong with it and it was difficult to flush with minimal fluid flowing, though it did not appear to be obstructed by any organic material. This was a problem from the manufacturer. The right size catheter for the patient was placed, the catheter was placed properly and the urine did not have any sediment. Also nurses report that this had occurred for other patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a foley placed for close urine output monitoring related to the patient having sustained third degree burns and was receiving 1.5x maintenance fluids. The patient was noted to have diminished urine output (less than 1ml/kg), the picu and burn team doctors determined to increase their IV fluid rate and let them drink formula. Their urine output continued to remain low and an ngt was placed and so they received formula via their ngt in addition to drinking by mouth. Their urine output continued to be low despite interventions. The orienting nurse and the other nurse performed a bladder scan on the patient which showed greater than 100ml in the bladder. They discussed with another nurse on the floor how best to troubleshoot the foley catheter, they flushed it but were not able to get urine back from it. It was odd that it should need to be flushed at all since the urine was clear (as opposed to when it had sediment in it and got clogged more often). They then deflated the balloon, cleaned the patient and advanced the foley further, which also did not result in free flowing urine. At another nurses encouragement they changed the foley to a different type since they reported several other patients had similar situations recently. They removed the foley and replaced a new one. The patient immediately had free flowing urine more than 140ml (14ml/kg). They attempted to flush to foley that had been removed in order to determine if there was something wrong with it and it was difficult to flush with minimal fluid flowing, though it did not appear to be obstructed by any organic material. This was a problem from the manufacturer. The right size catheter for the patient was placed, the catheter was placed properly and the urine did not have any sediment. Also, nurses report that this had occurred for other patients.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: a. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.